Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump had a blank dispaly anomaly; the anomaly persisted even after cleaning the battery cap with alcohol, waiting ten minutes, and inserting a new battery. The patient's blood glucose at the time of incident is unknown. The customer did not identify any damage on the device except for what resembles signs of acid or staining around the battery cap threading and possibly inside of the battery compartment. The customer cleaned the battery cap contact with alcohol again and inserted a new aaa alkaline battery but the display remained blank. The insulin pump was returned and replaced.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.